Event description:
It was reported that a few weeks after implant of the implantable neurostimulator 977119 ngrc-ecaps, the implantable pulse generator (ipg) migrated slightly closer to the spine within the pocket. The patient subsequently experienced new sciatica pain, which was unrelated to baseline symptoms, and developed leg weakness over the last month. The patient contacted the managing physician to report these issues. Magnetic resonance imaging (MRI) was scheduled to determine the root cause. The issue was ongoing and no action had been taken. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.